Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was intermittently crosschamber blanking atrial activity during ventricular episodes due to functional undersensing, which lead to mode switch. Ts was unable to confirm if this was a ventricular or atrial event, or if provided atrial tachy response (atr) terminated the episode. This ICD remains in service. No adverse patient effects were reported.